Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 26mm sapien 3 valve, post dilation was performed with a 26mm atlas gold to 22 atm, and the leaflet was observed to be frozen open. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve. There was no leak observed, and no gradient. The patient is doing well. Per report, the perceived root cause of the frozen leaflet was post dilation.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for leaflet motion restricted was unable to be confirmed due to unavailability of the medical report /imagery. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the training manual, 'post dilate with the delivery system' in this case, the valve was post-dilated using a non-edwards balloon. Post dilation with non-edwards balloon may result in overinflation of the valve. The increase in valve diameter may lead to over stretch on the leaflet and can prevent proper leaflet motion, resulting in the reported 'frozen' leaflet. As such, available information suggests that procedural factors (post dilation using non ew balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.